Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and the following day experienced bleeding requiring surgical intervention. The patient was identified as high risk, came off bypass onto an impella 5.5 device. Following the impella 5.5 implant, the patient had residual surgical bleeding of the access site. The patient was taken back to surgery for a washout and the bleeding subsided. Two units of packed red blood cells were given, and the patient was reported to be stable following the event. Support continued uninterrupted for an additional six days. The patient was successfully weaned, and the pump removed at bedside without difficulty per the plan of care.